Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent replacement procedure in the ureter, performed on (B)(6), 2022. During the procedure, it was noted that the stent shaft was detached or separated. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached. Additionally, the suture, positioner and detached part was not returned. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Regarding to all gathered information and after the device analysis, it was found that the stent shaft was detached. Most likely the interaction, handling and manipulation of the device with other device with excess of force applied, such as the operational factors during the procedure, could have generated the detachment observed. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent replacement procedure in the ureter, performed on (B)(6) 2022. During the procedure, it was noted that the stent shaft was detached or separated. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The device has not been returned for analysis.